Event description:
Depuy acromed was made aware of a legal case involving a moss miami screw. Few details were provided. Surgical intervention did occur as a result of this situation and an MDR is being filed to document this event.